Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer stated that it was possible the cartridge was overfilled. There was no reported impact to the customer's blood glucose level.